Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that the customer requested the device be returned to them unrepaired. No device evaluation information. The device was returned to the customer unrepaired per request on 10june2025. No additional information is available at this time regarding the device. If additional information is received, a follow-up report will be filed.